Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide lot number h3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, a detached needle and one needle- suture were received for analysis. Product code sxpp2b409, this product code is double armed. During the visual inspection of the detached needle, marks probably caused by a surgical instrument were noted. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, damaged barbs and the extreme was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. The product code sxpp2b409 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2025 and barbed suture was used. It was reported that a needle popped of barbed suture. They opened another of the same suture to finish the closure. Sales rep have the needle and also the package to return. No patient consequences were reported. Additional information was requested.